Event description:
It was reported that the customer had a button error alarm on the insulin pump. The insulin pump will be repaired and replaced. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. However act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.